Event description:
It was reported that effective stimulation of the patient's pain areas was never achieved, which led to a complete therapy failure. They reported that at no point during the entire treatment did the spinal cord stimulation (scs) system provide adequate coverage of these areas of pain. Stimulation was limited to the lower extremities only. The patient reported they had "continued severe pain", and the current result "continues to significantly affect [their] physical condition and quality of life". There was a reported revision due to fracture of a percutaneous electrode in which a surgical paddle lead was implanted on th x - th xi by means of interlaminectomy.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.